Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to pacing impedance measurements. Technical services (ts) was contacted, reviewed the data and recommended follow up with the clinic. This right ventricular (rv) lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).